Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing causing pacing inhibition. Programming changes were performed. There were no patient consequences.